Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200-300 (mg/dl) range. A correction bolus and manual injection was administered to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.